Event description:
It was reported that a patient implanted with an impella rp flex experienced a placement signal not reliable alarm. The pump was explanted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: rp flex pump sn (B)(6) returned. No field data logs available. Placement signal issue: psnr alarm reported post implant with intermittent ps on the console. Returned product passed laser continuity test and 5s acceptable (lamp at 100%). Electrical and voltage/signal dp electrical passed. Psnr alarm was not reproduced when plugged into the console. The pump was run and psnr did not reproduce. Lab run showed raw dp not drifting and it was appropriately reacting to p-level changes. No damages/abnormalities on dp sensor face. No biomaterial around the impeller. The cause of the placement signal issue was not determined since the issue was not reproduced on returned product and no field data logs returned. Device history lot device lot: 1887745. Device history batch subcomponent lot: n/a. Device history review device sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
No product returned. No data logs available. The cause of the placement signal issue was not determined due to no product or data logs returned. The device passed all post sterile inspection checks.